Event description:
A major blood leak occurred at arterial end of dialyzer at 3 hours into the dialysis treatment. The report stated the caregiver found the pt to be extremely hypotensive and that a blood pool was noted on the floor. Also, at that time the pt was found the caregiver infused saline. It was reported that the pt was revived. The report also stated that the blood leak had not been previously noted since the machine was turned and the dialyzer was not clearly visible. Also this nurse thought she saw a crack on the header but also added that further examination was needed. The report also stated that the dialyzer bloodline connection may not be tight. As a result of this event, the pt lost 1 liter of blood. Three transfusions of prbc's were required to treat this pt. The treatment sheets were received in december 2005 and also additional info. The facility has performed an internal investigation. The rn manager who reported event stated he did not see/visualize any cracks in the dialyzer. Also it was the general feeling of the hosp that the cause of this event was a loose connection between the bloodline and the dialyzer. It was stated "perhaps it came loose during treatment or not properly threaded by the nurse". The pt was required to be inpt for the night but was discharged on the following day. It was reported this pt is stable. A sample is available.